Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on the force sensor resistor. Unable to test for prime/a33, occlusion and excessive no delivery tests due to motor error alarm however; the motor was tested outside the device and passed. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of having motor error issues with their insulin pump. The customer's blood glucose was unknown. Troubleshooting was conducted and motor error alarms were found in the alarms history. The customer was advised to discontinue use of the device , and that it would need to be replaced and returned for analysis. The most recent blood glucose level was reported to be 145mg/dl.